Event description:
The report is from the study. The pt is a male with a history of previous non q-wave mi, cva/tia, hyperlipidemia, smoking, and worsening exertional angina (ccs2). The target lesion was the 1st diagonal. Vessel diameter was 2.5mm and lesion length was 15mm. Pre-procedure stenosis was 90% and timi flow was 3. There was no calcification or tortuosity. A bx velocity 2.5 x 18mm was deployed at 14atm. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged the following day. Approx 4 yrs and 4 months after the index procedure, the pt was hospitalized for chest pain, vomiting and cold sweat. There were no ECG changes or elevated cardiac biomarkers. A cag was conducted and there was one-vessel disease in the 1st diagonal. Troponin was not above the upper normal level. There was no indication for revascularization. The subject was treated with medication and discharged.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history records review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Add'l info will be submitted within 30 days of receipt.